Manufacturer narrative:
Continuation of d10: 6935m62 lead, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to a methicillin-resistant staphylococcus aureus bacteremia infection. The patient presented to the hospital due to shortness of breath and generalized weakness. A systemic infection was suspected secondary to the patient's chronic obstructive pulmonary disease and urinary tract infection. The patient was initially treated with antibiotics; however, blood cultures revealed methicillin-resistant staphylococcus aureus bacteremia. Computerized tomography (CT) revealed a rapidly evolving right-sided effusion. The clinical picture seemed consistent with septic emboli. The ICD system was removed and not replaced. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Event description:
It was further reported that the methicillin-resistant staphylococcus aureus bacteremia was secondary to a labial abscess.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the anaerobic with aerobic cultures revealed no growth on the ICD or leads.